Event description:
It was reported that the rv and lv leads became dislodged. The leads were explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.